Manufacturer narrative:
D.4 & h.4: serial number, unique device identifier, and manufacturer date not available. Upon investigation of this incident, a field service engineer informed customer that the site was self-service as per the special handling notes. No service was required by field service engineer. Therefore, the field service engineer closed the case.

Event description:
It was reported that when using the bd pyxis¿ es refrigerator, door was not opening. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.